Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was concerned as the customer had 43.59 units of insulin on board (iob) at the time of the reported event.. Reportedly, the customer's blood glucose (bg) level was 123 (mg/dl). Review of the pump data logs by tandem technical support showed that the customer had 27.11 units of iob, and then programmed a bolus of 22.87 units. Reportedly, the customer usually boluses using a carbohydrates (carbs) factor; however, no carbs or bg value had been entered during the last bolus. The customer may have been correcting for 22 grams of carbs, but instead entered 22 units of insulin. The customer acknowledged the information provided.